Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was impossible to interrogate a pacemaker as there was a programming head initialisation problem. However it was possible with other pacemakers. The associated pacemaker that could not be interrogated could be interrogated with another programmer without issues.